Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that battery longevity in insulin pump was short. It was reported that battery was not lasting a week and had to be changed every day. Customer's blood glucose was 600 mg/dl. Customer was sent a battery cap and was calling back due to issue persisting with new battery cap. Customer's blood glucose was 426 mg/dl. Caller was advised that insulin pump would need to be replaced.